Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and experiencing discomfort at the ipg site. The patient was administered with an injection.